Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range pacing impedance measurement less than 200 ohms. All other lead measurements were observed to be stable and within normal limits. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that low out of range pacing impedance measurements continued to be observed. Noise was observed with patient isometrics. An invasive procedure was performed. The lead was explanted and replaced. After explant, the physician noted a spiral torque on the lead that was consistent with twisting, however, the additional implanted leads did not appear that way. Additionally, a fixation tool was used during explant and was suspected to have scratched the lead terminal pins. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the insulation was abraded through to the rs coil approximately 567-577 millimeters (mm) from the terminal pin and the lead body was observed to be twisted in a clockwise pattern. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the reported clinical observations and concluded that the insulation abrasion was likely due to lead on lead contact and the lead body twisting was likely due to over torque of the helix.